Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# unknown: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: unknown, UDI#: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that a nurse did impedance check on patient. First with n'vsion and then with the smart programmer, in which the results were different. It seemed that the nvision had the wrong measurement, since the patient could feel the stimulation with all programs. On the n'vision, the impedances between "0 & 2" and "0 & 3" were out of range >4k ohms. The impedances for "0 & 1" were somewhat elevated at 2026 ohms. On the smart programmer, the impedances of contact 0 are 2026 ohms, although in range. No cause known. Manufacturer representative (rep) said reprogramming done. Patient felt the current. Issue resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that they were not able to confirm if the results on the n'vision were wrong. The issue has not been resolved. Additional actions taken were reprogramming.